Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during the pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module. The replaced part was returned for further investigation. Simulated use testing of the returned o2 gas module failed the pre-use check with internal leakage test, pressure transducer test, breathing safety valve test, o2 cell/sensor test, flow transducer test and patient circuit test. Safety valve test, paw high and expiratory minute volume: high were active during ventilation. The o2 concentration was higher than set, 98% instead of 60%. Further investigation revealed that the reported issue was due to a major drift in the delta pressure transducer and a broken nozzle. It was not possible to find the root cause for the delta pressure transducer failure. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. In addition to the broken nozzle, the visual inspection showed that the nozzle was of an old model (agn210 + 30d). This type of nozzle was last produced in 2017. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This nozzle unit was of older design. That indicates that the preventive maintenance have not been done according to the manuals service procedures. A broken nozzle can give rise to faults in the pre-use check and during ventilation with high / low pressures and volumes.

Event description:
Manufacturers ref: #(B)(4).